Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/16/2021.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked from an unspecified location of the cassette. This occurred during cycling testing prior to connecting the patient for peritoneal dialysis (pd) therapy. This issue was further described as, ¿the cassette ballooned out and liquid leaked on the side of the cassette¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.